Event description:
It was reported that a pt was burned on the elbow during a shoulder scan. The pt was reported as being in contact with the bore of the magnet with their elbow during the scan. The operator's manual working safely chapter clearly warns the operator that bore contact can cause burns and instructs the operator to pad the pts to prevent this contact. The pt developed a blister on the elbow that later developed into an ulcer. The pt was referred to a plastic surgeon for follow-up care.